Event description:
It was reported that a user contacted support because his doctor advised changing iLet therapy settings after experiencing low blood glucose when performing light activities, such as moving household items; the lowest reported glucose was 65 mg/dL and he treated with oral glucose to return to range, with the device issue categorized as having insufficient information and the device component unspecified. Symptoms included hypoglycemia with shaking and hot flashes/flushes. Outcomes included unexpected medical intervention in the form of medication (oral glucose) and classification of a serious illness/impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.